Event description:
It was reported that there was a gradual increase in impedance over several months on the right ventricular lead and was now high. It was also reported that the thresholds had increased. The lead integrity alert (lia) triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.